Event description:
Treatment of a right unruptured cavernous (cav) aneurysm measuring 12.50mm x 6.20mm. During pipeline deployment, it was reported that the physician had a difficult time releasing the pipeline from the capture coil. The device eventually released from the capture coil after several manipulations.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).